Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that they have been having problems with their handset. The patient stated that 'about half the time, it has problem difficulty connecting to the pump. Each time the patient connected; the process consistently stalled at 90 percent. The shorted delay was 45 seconds, and in one instance, the patient waited 3.5 minuets before having to continue standing to complete bolus delivery. The patient said, when I brought it up to my doctor, they advised me to contact medtronic, explaining that their knowledge limited to entering the dosage and number of bolus- beyond that, they were not familiar with the device. The patient mentioned that 'sometimes I have to retry 12 times.' They were 'finally' given the phone number of the medtronic rep in the area, who just asked them if they closed the application. The call did not go well, and they did not feel well, and if they did, 'I'd probably still be screaming.' They had to take methotrexate, so they were not feeling good. They have lupus and the brain fog from the lupus has been 'worse the last couple days.' They have shut down all programs running and restart their handset once a week for maintenance. The patient also stated that their handset did not stay charged and will deplete to '20-something percent' in 'maybe 3 hours.' The patient stated that 'about a month ago,' they thankfully happened to have a portable charger, because if they did not, they would not have been able to request a bolus when they'd like. Half the time, they wanted to throw their equipment out the window. While on call, their handset battery depleted from 100% to 84% within 10 minutes of being on the call. The agent assisted the patient in removing some of the data from the application. Prior to removing data, the patient's data was 1.2 mb. While on the call, the patient was able to successfully connect to their pump and deliver a bolus without issue. The patient mentioned briefly seeing 'no device found' but connected well and cleared the message prior to the agent being able to review. The patient stated that was the fastest they have ever connected to the pump. The patient will monitor and call back if further assistance is needed. The agent updated managing physician and requested a new medtronic ID card. When the agent inquired about pump medication, the patient stated that it was 'morphine and bupivacaine. They need to get the morphine a little bit better before they add baclofen to the mix.' While on the call, the patient mentioned they were traveling to new jersey 'in the next few weeks,' later stated from april 8 to 10 to see their primary doctor due to being in between switching primary doctors. The agent did not attempt to further clarify event date, notify date, or medtronic rep name due to patient's escalation and to avoid further escalation.